Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarm 19s during the loading process. The customer's blood glucose level was not impacted. After each alarm and using multiple cartridges, the customer was able to load a cartridge successfully. The customer was to continue to use the pump to manage diabetes.